Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery alarm during a bolus and needs help with the rewind process. Troubleshooting advised customer with the rewind process and found that the infusion set cannula was bent. Customer does not recall any significant events leading to the error. Customer's blood glucose was 445 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the infusion set would be replaced and to return the product for analysis.